Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the insulin pump alarmed indicating there is a power system error which doesn't prevent the device to run. Customer was able to clear the alarm and rewind the device. The device was incorrectly indicating the reservoir was empty. Customer was advised to remove the battery for ten minutes and call back if alarms persisted. The device is not returning for analysis.